Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a red alert for a high out of range shock impedance measurement. Technical services (ts) reviewed the data and determined that the shock impedance measurements were gradually increasing. No noise was observed on the electrograms (egms). Ts recommended continued monitoring, an assessment of lead parameters with isometrics, and reprogramming options. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.